Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The control panel arm solenoid bushing was reseated to repair the system. No harm to the user or patient was associated with this event. The system has been returned to service with no additional issues reported.